Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. It was received performance fixation feature breakage. A dispensed needle-suture was returned for analysis. During the visual inspection of needle/suture under 10x magnification, marks on the body of the needle that appears to be by use of surgical instruments could be observed. In addition, body fluids and damaged at some barbs were found. Also, the two sides of the fixation tab were broken. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. Per the sample condition, the assignable cause of performance - fixation feature breakage it could not be determined what may have caused the reported incident of: ¿break of the fixation tab after the first point".

Event description:
It was reported that a patient underwent a spinal fusion procedure on (B)(6) 2018 and a barbed suture was used. During the procedure, the fixation tab broke after the first point. Another like device was used to complete the procedure with no adverse patient consequences. Upon evaluation of the device, the fixation tab was found broken. No additional information was provided.